Manufacturer narrative:
It was reported that stent was implanted on esophageal stricture after sleeve gastrectomy. After 3 weeks later, patient died. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. Esophageal structure where procedure was performed has active peristalsis. And sleeve gastrectomy was performed and there was esophageal stricture. So, stent might be affected due to stricture. However, there was no picture on procedure and suspected device was not returned. And also, it is impossible to identify the exact root cause and it is hard to recreate the situation at the time of procedure. According to complaint product description, the autopsy show that the stent was not in fault in this death. So, it seems that cause of death was not device malfunction. It is considered that the patient was affected due to complexity of patient's lesion status and vascular treatment so it caused death. The suspected device is not registered in the us and we will continuously monitor whether similar or same complaint occurs.

Event description:
On (B)(6) 2016 the sleeve gastrectomy(bariatric surgery) was performed. On (B)(6) 2016 stent was implanted on esophageal stricture after surgery. But after this the patient passed through different step (as ICU(intensive care unit) and vascular treatment). On (B)(6) 2016 patient died. The autopsy show that the stent was not in fault in this death.